Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver observed persistent hyperglycemia while an ilet system with a teflon 6 mm set, prefilled fiasp cartridge, and dexcom g7 was in use, despite system reports indicating insulin delivery; supplies were changed multiple times, the pump was briefly disconnected for a 10-unit subcutaneous fiasp correction, and a guided full supply change was performed after which insulin delivery was resumed and glucose began to decline. Symptoms included hyperglycemia with a peak of 600 mg/dl and nausea. The device alerted for prolonged high glucose. Outcomes included correction with back-up subcutaneous insulin administered by pt's caregiver and return to target range without hospitalization. Investigation included review of device-reported insulin delivery, guided troubleshooting, and user education on supply change and reconnection. Investigation of this case revealed no observed infusion set occlusion, leakage, or hardware malfunction, and the exact cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.